Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient mentioned they have had a return of pain and would like to have the stimulator reprogrammed to a different location with more space. Agent reviewed role of representative and redirected patient to healthcare provider. Patient stated they worked with maybe 5 different representatives and they started meeting with reps a few years after implant. Patient stated they are hoping to get the stimulation in a little different location. Additional information was received from the patient. Patient stated it was all handle and great now. Issue resolved. Additional information was received from a patient (pt). It was reported that they had their implant location moved.